Event description:
Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. The data revealed that the device had reached end of service. The last greater than 25% change in impedance was observed on the date of implant from 0 to 2720 ohms, indicating a connection being formed between the generator and lead. The last auto-measured impedance value was within the normal limits after explant. The generator was interrogated, but due to the as-received low battery condition of the generator, system diagnostics could not be performed. The internal circuitry was tested and performed according to functional specifications. No additional relevant information has been received to date.

Event description:
Recent clinic notes indicated that a patient was experiencing an increase in depression, agitation, and suicidal ideation that began in (B)(6) 2016. The physician attributed the patient's mood changes to battery depletion, stating that it was well known that vns was capable of improving patient mood; however, at a clinic visit only 1 month prior to the mood changes, the battery status indicator showed 50%. Diagnostics were found to be within the normal limits during the visit. The patient's mother did not believe the agitation was caused by the patient's seizure medication since there had not been a recent change in medication dosage. The patient was referred for generator replacement surgery. According to the nurse, the patient's device had not been checked between the (B)(6) 2016 visit and recent clinic visit. The patient underwent generator replacement surgery in (B)(6) 2017. The patient's device was found to be at end of service on the date of surgery and was no longer providing stimulation. The explanted generator has not been returned to the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer, but analysis has not been approved for the generator to date. No additional relevant information has been received to date.